Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems . Device arrived with a lot of physical damage to the enclosure, tank, cover, front cover and line cord. No alarm could be verified during testing, however it is believed rust inside the heater caused the issue. Action repairs were completed to replacing heater. Other actions to repair and restore the device was to replace the enclosure, tank cover, front cover, faded line cord, and rusty heater. Also upgraded pcb, power switch, and retainer under CAPA#2012-05-002. Device passed all testing.

Event description:
Investigation results completed on a smiths medical level 1 hotline low flow systems - hl-90.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was constantly alarming. No patient injury or complications were reported in relation to this event.